Event description:
Following implantation, patient fell causing the two plates to break. A secondary surgery was performed (B)(6) 2015 to remove the broken plates.

Manufacturer narrative:
The devices were not available for return; therefore no evaluation by the manufacturer could be performed. Further investigation into the event has determined that the patient was not complaint, which caused the devices to break. The doctor stated that the breakage was due to the patient falling and not the plates failing. Devices functioned as intended for use. If further information is acquired that adds value to this report, a follow-up report will be sent.